Event description:
An adc sales representative called on behalf of an ambulance company and reported that a patient was unconscious and the ambulance company received a reading of 16 mmol/l on their freestyle lite meter compared to a lab reading of 4 mmol/l. It is unknown if both readings were done in 10 minutes. The customer was transported to a hospital and diagnosed with severe hypoglycemia. It is unknown what treatment the customer received. Adc customer service made multiple attempts to contact the ambulance company and the adc sales representative to obtain additional information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. The follow-up report will be filed once investigation results are available. Note: a similar incident was reported with the abbott ID: and adc customer service is currently trying to obtain information to clarify if these two incidents are the same.